Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "the right implant had an external rupture (and the silicone can be seen leaking out) confirmed via ultrasound and "they seemed to bottom out". The device remains implanted.